Event description:
During testing at the user facility the control knob position did not match the displayed position. No specific programming parameters were provided. There were no reports of any adverse events while the device was in clinical use.